Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
The consumer reported that their system worked fine for a year or two but after that they were unable to recharge it or turn it on. The device stopped charging a year prior to (B)(6) 2015. No symptoms, troubleshooting, interventions, cause, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient was indicated for cervical and neck issues.